Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific quality issue from this lot. All available information was investigated and the reported failure to adhere or bond (leaflet capture and leaflet grasping) appears to be due to challenging patient anatomy/morphology (small coaptation defect on the lateral side of the valve and challenging posterior leaflet morphology). The reported tissue damage appears to be the cascading effect of difficulty grasping and capturing the leaflets and treatment with medication was due to case specific circumstances as medication was administered to treat the unstable blood pressure. A definitive cause for the reported hypotension, hypertension, sepsis, renal failure and death could not be identified in this incident. The reported adverse event/patient effect of hypotension, death, hypertension, renal failure and septicemia, mitral valve injury as listed in the mitraclip ntr/xtr system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device are being filed under a separate medwatch report.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The pre-procedure gradient was noted to be 2-3mmhg. The first clip (90320u146) was implanted without issues. The second clip delivery system (cds 90314u206) was advanced to the mitral valve and grasping was performed; however, the gradient increased to 8mmhg. Grasping was re-attempted, but the posterior leaflet could not be captured. The clip then became caught in chordae. Troubleshooting was performed, and the clip was freed without injury. Additional grasping attempts were unsuccessful, the clip was not implanted and was removed. A third cds (90321u142) was advanced and grasping was attempted, but grasping and capture of the posterior leaflet was difficult. Leaflet injury was suspected and the mr returned to 4+. The patients blood pressure increased and decreased rapidly while grasping, requiring medication. The clip was not implanted and the cds removed. No further clips were attempted. One clip was implanted and the mr remained at 4+. The gradient pressure was 5-6mmhg. On (B)(6) 2019, the patient passed away. It was noted that the patient became septic and sustained kidney failure, with blood pressure problems after the procedure. No additional information was provided.